Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse found no evidence of a blood back or any malfunction. The fse performed a full preventive maintenance (pm) with calibration, safety, and functionality checks per factory specifications. The iabp was returned to the customer for clinical service.

Event description:
N/a.

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) had a glass part of catheter broke off.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.